Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information be obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hemolysis occurred to a patient¿s blood when using a one-link non-dehp microbore catheter extension set needle-free IV connector. The reporter stated that the condition was identified in a lab, after blood was drawn. The step of therapy during which this occurred was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.